Manufacturer narrative:
B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
During an article review in gastric cancer 30 august 2013, the article entitled: ultrasonically activated shears versus electrocautery in open gastrectomy for gastric cancer: a randomized controlled trial" submitted by min-gew choi references that between january 2010 and april 2011 patients were recruited for the trial. Two patients in the ultrasonically activated shears (uas) group had complications: one patient had bleeding, intraabdominal and one patient had wound dehiscence. The uas was mainly applied to seal lymphatic and vascular vessels during procedures such as omentectomy, lymph node dissection and clearance of perigastric adipose tissues around the gastric wall. Major blood vessels such as the left and right gastric vessels and the left and right gastroepiploic vessels were ligated with a surgical tie and/or hemoclips.